Event description:
Additional information was received that this ICD was explanted and successfully replaced. No additional adverse patient effects were reported. The ICD will not be returned to boston scientific for analysis per the hospital's policy.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing threshold measurements have been noted since this implantable cardioverter defibrillator (ICD) was implanted. A patient follow-up was performed after the patient received multiple shocks. When the device was interrogated, the programmer detected the device as a different model and a warning message was displayed indicating that a device fault has occurred. A request for review was sent to boston scientific technical services (ts). A ts consultant discussed that a ram failure in the memory had occurred and the ICD was in fallback mode. A memory download was requested and an immediate device replacement was discussed. It was indicated that the device can not be returned for analysis due to country limitations and a memory download was to be obtained for further review by engineering. No adverse patient effects were reported. Additional information was received that a memory download was unable to be performed with the device in fallback mode. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt of any additional information, this investigation will be updated.